Manufacturer narrative:
Product event summary : the distal portion of the lead was returned, analyzed. Analysis indicated that the exposed superior vena cava defibrillation coil was fractured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4968 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead high voltage (hvb) and superior vena cava (svc) impedances were high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4968 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.